Event description:
Stated infusion began on male pt who is very large at approx 4:30pm. No basal rate was set, only bolus. States that at 8pm, nurses noticed pt was very sedated and o2 saturation was dropping. Medical intervention was needed. Narcan administered as well as two add'l times during the night. States that though it indicated 4mg should have been infused the entire bag was. The bag contained 150mg in 30ml. Pt's stay was extended. However, pt is now home and doing fine. Problem described as on (B)(6) 2011, pca pump settings were appropriately programmed as ordered by the physician for a morphine pca with 1 mg bolus, 10 min internal, and 6 doses/hr lockout. The settings were checked and confirmed by several nurses. Approx 4 hrs later, the pt became very oversedated and had decreased oxygen saturations in the 60-70% range. The pca pump was discontinued immediately. The pt required several dose of narcan to reverse sedation. The pump display showed that a total of 4mg had been delivered when the pt became oversedated. When the pump was checked, it was discovered that the entire volume (30 ml) of morphine 5 mg/ml (150 ml) had been infused over a 4 hr period.

Manufacturer narrative:
Reference user facility's report # (B)(4). Method: upon receipt of the device, moog will conduct a failure investigation and submit a f/u report with results.